Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As the active electrode has been received incomplete the exact location of the fractures could not be determined. Mechanical damages found during device investigation are most likely related to the explantation surgery. However received telemetry measurements point to a damage of the electrode due to excessive mechanical stress. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The hearing performance was affected. No trauma was reported. Re-implantation was done on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. No trauma has been reported. Re-implantation is considered.